Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from 11:50-11:55 pm on (B)(6) 2019. Cartridge change sequence was completed at 9:47 pm. At 9:48 pm, user requested a 2.91 unit bolus for a bg of 324 mg/dl. There were no erratic basal rate adjustments. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) of 40 mg/dl. Reportedly, the issue was resolved and customer declined further follow up. No additional patient or event information was available.